Manufacturer narrative:
(B)(4). The device was received and evaluated. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. The increased intra-peritoneal volume (iipv) event was identified during the review of the event history logs; however, the cause could not be determined. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 20:13:22. During night drain cycle three, the patient's ultrafiltration reading was 1135ml, indicating the home patient (hp) drained 1055ml more than their maximum programmed fill volume of 1600ml. No additional information is available.